Manufacturer narrative:
Concomitant medical products: product ID: 3886, lot# j0214126v, implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: extension. Product ID: 3886, lot# j0214126v, implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: lead. (B)(4). Analysis of lead serial/lot number (B)(4) showed multiple conductors/wires were cut on the lead; however, electrical testing determined that continuity was complete and no electrical shorts were identified between the circuits. The functional test for the lead showed from the proximal to cut end the ohms were 0 at 37.1, 1 at 38.3, 2 at 38.6 and 3 at 36.3. Suspected body fluids observed in the lead, no impact on the lead performance. No significant anomalies found.

Event description:
It was reported that the device was explanted on (B)(6) 2007 due to eos (end of service). The lead broke during explant. The hospital did not have a c arm to allow replacement of lead. The patient will go to another facility for lead and ipg (stimulator) placement. It was noted left 2 and 3 were negative. No patient death noted at time of report.